Event description:
It was reported that the patient had an onset of loss of communication and one-sided weakness on (B)(6) 2023. A computed tomography angiography (cta) scan was performed, and a large left middle cerebral artery (mca) embolic stroke was noted. The patient was emergently transferred to a stroke center for a thrombectomy where there was successful removal of the entire blockage. The patient still had severe swelling on their brain and a large shift was noted which was deemed irreversible by the neurology team. The family decided to withdraw care on (B)(6) 2023 given the diagnosis and the patient ultimately passed away. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.